Event description:
The customer reported a red x in the ready for use indicator, and that when he shakes the device, the problem persists. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a red x in the ready for use indicator, and that when he shakes the device, the problem persists. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.